Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Blood was observed in the exposed portion of the soft cannula. No damages or defects were observed on the device that would have contributed to the observed blood. The unexposed portion of the soft cannula was observed to be torn and leaking, causing corrosion and insufficient battery voltages. Download data showed no timeouts or drive stalls and no alarms were generated.

Event description:
It was reported the patients blood glucose level rose to 300 mg/dl while wearing the pod between 4 and 24 hours. The patient reported that there was blood in the cannula. As treatment the patient removed the pod.